Event description:
It was reported that the asymptomatic patient presented in clinic, the atrial lead exhibited noise and low impedance, all other values were acceptable. The lead was explanted and replaced successfully, it was noted that the lead appeared to have insulation damage. The patient did not experience any adverse consequence.

Manufacturer narrative:
The field reports of lead noise, low impedance and insulation damage were confirmed. Final analysis found that the inner insulation was abraded at 18.1 cm ¿ 18.6 cm from the connector pin due to an external force. The exposure of the inner coil likely caused the noise and low impedance reported in the field. The other damages found were sustained during procedure.